Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms and damaged cable) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The cause for the failure and reported alarms was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt (B)(4) and reported that a patient was experiencing arrhythmia alarms and that the electrode belt had a damaged cable.